Event description:
The explanted device is not available for return.

Event description:
The patient underwent generator replacement. The explanted device has not been received for analysis to date.

Event description:
It was reported that the patient is referred for prophylactic replacement. It was then reported that she is having increased seizures and needs a battery replacement. The physician believes the increase in seizures is related to vns depleted battery. No additional information has been received to date. No known surgical intervention has occurred to date.